Event description:
It was reported that the patient experienced symptoms of withdrawal due to a 'dry pump' (empty pump reservoir). Patient symptoms included nausea, vomiting, diarrhea, feeling shaky and cold. It was also reported that the pump rotor was not working. A low reservoir alarm and empty reservoir alarm both occurred. Inability to aspirate fluid was reported. Interventions reported were that the therapy was suspended and pump was filled with saline. Also a clonidine patch was given. The outcome was reported as ongoing with no further action needed. Etiology reported that the event was related to the device or therapy. The medication used in the pump was morphine 20mg/ml at a dose of 4.4mg/day. It was later reported that a 'rotor stall' occurred.

Event description:
Additional information: patient outcome was reported as resolved without sequelae as of (B)(6) 2012.

Event description:
The clonidine patch medication was adjusted. The entire system was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).